Event description:
The clinic reported that a laser vision correction patient presented with striae in right eye at one day post treatment. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). The patient complained of blurred vision.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.